Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. The pump was replaced under warranty, and the customer planned to use multiple daily injections as a temporary backup therapy.